Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During an internal review of programming and diagnostic history, it was identified that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2013. The settings were not corrected on the same date. The device was disabled on (B)(6) 2013. No patient adverse events were reported.